Event description:
It was reported that while lying on a stretcher, a patient adjusted their weight causing the surface to slide off the litter with the patient. The customer was unable to confirm the severity or treatment of injury but reports the patient had a potential shoulder contusion and gash to the head, stating the patient's original procedure was delayed 6 days due to concerns a hematoma could occur. Attempts have been made to identify the model number of the device but the customer has not provide that information at this time.

Manufacturer narrative:
There was an additional report of a gash to the patient's head that was not originally documented. B5 updated to include this information. H3 other text : device not accessible for testing.

Event description:
It was reported that while lying on a stretcher, a patient adjusted their weight causing the surface to slide off the litter with the patient. The customer was unable to confirm the severity or treatment of injury but reports the patient had a potential shoulder contusion and stated the patient's original procedure was delayed 6 days due to concerns a hematoma could occur. Attempts have been made to identify the model number of the device but the customer has not provide that information at this time.

Manufacturer narrative:
H codes updated to match investigation results.

Event description:
It was reported that while lying on a stretcher, a patient adjusted their weight causing the surface to slide off the litter with the patient. The customer was unable to confirm the severity or treatment of injury but reports the patient had a potential shoulder contusion and gash to the head, stating the patient's original procedure was delayed 6 days due to concerns a hematoma could occur.